Event description:
Information provided states that 2 month post-op follow up x-rays show that the screw is backing out of the bottom plate. Pt had acdf c4-5, c6-7. Screw remains implanted. No complaints from patient.